Manufacturer narrative:
The representative confirmed that the model and serial number of this lead was not available at the time of the reported observations. This report will be updated should this information become available.

Event description:
It was reported that this lead exhibited high out of range pacing impedance measurements. Rhythmcare discussed programming options and recommended troubleshooting. The representative confirmed the model and serial number of the lead was not available at the time of the allegation. This lead remains in service. No adverse patient effects were reported.